Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer had a bolus anomaly. The customer removed their reservoir at 4 units and their piston was kept running until 7 units remained. The customer stated they would call back if the issue persists. No additional information provided.